Event description:
It was reported that patient had a recent implant wednesday, which was 5 days from the day of this report. It was indicated that patient thought the top lead was not working at all. It was also noted that patient was told to wait for the inflammation to come down. It reported that patient was still not fine and seemed to still not work. It was added that when the stimulation was cranked up to 6, patient felt the pain spot. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).